Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped. Subsequently, the touch screen was cracked and unresponsive and pump ceased insulin delivery. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.